Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The reprocessing status was unable to be confirmed since information about it was unavailable. The foreign material adhered in nozzle was confirmed. There was no physical damage near the foreign material area. Based on the results of the investigation, the root cause of the foreign material remaining in the device was not identified. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use. Instructions for use states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection instructions for use states the preventative measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the reported malfunction in the b5. Should additional relevant information become available, a supplemental report will be submitted.